Event description:
It was reported that the customer went to the emergency room with a blood glucose of 400-500 mg/dl and ketones. Reportedly the customer gave a manual injection to address bg; no treatment was given by the hospital.